Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0863 inches. No unexpected insulin flow blocked alarm/no under or over delivery anomaly noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 40 mg/dl and 400 mg/dl. The customer was treated with food for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was unsure if the auto mode was active during the reported event. The device will be returned for analysis.